Event description:
It was reported by a customer on (B)(6) 2011 during the procedure, a case error message 233 (lps interlock cleaning test failed) occurred on the laser system. Per the customer, the laser system re-booted itself and the procedure was completed.